Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and it was addressed with a bolus. During troubleshooting with tandem's technical support, it was noted that there was an air gap in the tubing. The customer changed the site and the cartridge. A follow up with the customer indicated that the bg level had "leveled off" and that there were no further issues with the pump, supplies, or diabetes.